Event description:
The patient's mother contacted animas on (B)(6) 2012 alleging high blood glucose (bg) excursions for past 4 days. The patient's mother reported the patient obtaining high bgs in the 300 to 500's mg/dl range with symptoms of frequent urination, abdominal cramps, headaches and lethargic. The reporter confirmed the patient also tested positive for ketones. The patient's mother claimed she treats the high bgs with humalog u10 by syringe and confirmed the patient's bg comes down; however, begins to elevate again before next injection. At the time of troubleshooting, the patient's mother reported that she spoke with diabetes educator at hcp office and was advised to change site from buttocks to thighs. The reporter stated she had changed the site 3 times at the recommendation of educator; however, the high bgs continued. The condition of the patient's site was not mentioned. The patient's mother confirmed the pump settings, including the date and time were correct. It was noted that tdd, bolus and basal were all correct and calculating correctly. At the time of the call, the reporter gave an air bolus and confirmed drops of insulin at end of tubing. Customer support noted that review of pump revealed that it was working. Although no defect of the subject pump was found at the time of troubleshooting, this complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.